Event description:
It was reported that the patient underwent a revision procedure due to an infection with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and no new device was implanted. Additional information was reported that the infection was located at the balloon site, the infection was identified by perforation of the bowel and compression of the bowel by the balloon. The infection was treated with resection of ischemic bowel and reanastomosis, the infection was controlled by antibiotics.

Manufacturer narrative:
Device analysis: cuff analysis: adverse patient effects were reported infection. The ams 800 occlusive cuff was visually and microscopically examined. There was a leak in the cuff shell that was the result of a sharp instrument which probably occurred during explant. Product analysis could not confirm the infection. Product analysis found a leak in the cuff kink resistant tubing krt that is consistent with damage caused by a sharp instrument. It is probable that the damage to the cuff occurred during removal of the device. Based on this analysis the identified tool damage will not be considered a probable cause for the event and is a secondary failure. The product record review indicated reported events do not represent an unanticipated event, and that infection is included as a potential adverse event in the product labeling. The investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse event is included as potential adverse events within product labeling. Pump analysis: adverse patient effects were reported infection. The ams 800 control pump was visually and examined, and functionally tested. The pump performed within specifications. Product analysis was unable to confirm the infection. Product analysis did not confirm a product malfunction as the most probable cause of the reported events. The product record review indicated reported events do not represent an unanticipated event, and that infection is included as a potential adverse event in the product labeling. The investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse event is included as potential adverse events within product labeling. Balloon analysis: adverse patient effects were reported infection. The ams 800 pressure regulating balloon was visually and examined, and functionally tested. The balloon performed within specifications. Product analysis was unable to confirm the infection.product analysis did not confirm a product malfunction as the most probable cause of the reported events. The product record review indicated reported events do not represent an unanticipated event, and that infection is included as a potential adverse event in the product labeling. The investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse event is included as potential adverse events within product labeling.

Event description:
It was reported that the patient underwent a revision procedure due to an infection with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and no new device was implanted. Additional information was reported that the infection was located at the balloon site, the infection was identified by perforation of the bowel and compression of the bowel by the balloon. The infection was treated with resection of ischemic bowel and reanastomosis, the infection was controlled by antibiotics.